Event description:
A customer contacted baxter's technical service center regarding the caregiver (cg) changing out solution bags during therapy on a home choice (hc). The cg stated, she connected the bags incorrectly and the last fill bag was a 6l bag and should have been a smaller supply bag. The cg reconnected the last fill bag with a smaller solution bag. The technical service representative (tsr) explained about not reconnecting solution bags. The home patient (hp) did not have any unused lines. The tsr assisted to end therapy and the cg would follow up with the registered nurse (rn) for advice. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report is for a use error-reuse of single use product and is confirmed due to the use error described by the caregiver who replaced a solution bag during therapy. The lot number is unknown; therefore a batch review was not be conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident.